Event description:
It was reported that an ilet user experienced hyperglycemia after eating an unannounced ice cream snack before bed, with cgm values up to 270 mg/dl and a confirmatory fingerstick of 292 mg/dl; the pump delivered small correction doses and glucose trended down, and there were no pump alarms or infusion set issues, with the event associated with user procedure and the user interface component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was linked to improper or incorrect procedure or method in the context of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.